Event description:
The customer stated that she took 3 blood glucose readings and the results were erratic. The results were 390, 270, and 98 mg/dl. The differences between these results fall in the "c" and "d" zones of the parkes error grid, making the differences clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.